Event description:
The pt underwent elective lumbar spine fusion on (B)(6) 2012. During the procedure, the tips of two anchor screws broke off inside the l2 and l3 vertebrae. The surgeon elected to leave them in because they posed no danger to the pt, and retrieval would have increased the risk of harm.